Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: method of use-posology ¿ juvéderm® voluma® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional report injecting a patient with a syringe of juvéderm voluma with lidocaine. While injecting the patient, as the healthcare professional went to aspirate, the plunger handle disconnected from the plunger. There was no attempt to try and push the plunger back in as the healthcare professional had thought it might happen again or possibly extrude the filler with the action of trying to put it back. There were no reported injuries.

Event description:
Healthcare professional report injecting a patient with a syringe of juvéderm voluma with lidocaine. While injecting the patient, as the healthcare professional went to aspirate, the plunger handle disconnected from the plunger. There was no attempt to try and push the plunger back in as the healthcare professional had thought it might happen again or possibly extrude the filler with the action of trying to put it back. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found a syringe full of gel where the plunger rod was disconnected and not present. The plunger tip is still inside barrel of syringe.